Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a 40 mm dark patch edge material inside gel device, broken shell, underweight, and missing a piece of shell (0-25%). Additional analysis was performed which identified a sharp edge broken (unidentified tear) opening) and stress marks near the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness is within specification. Based on the device analysis the final assessment is a sharp broken due to surgical impact and a missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.